Event description:
Patient presented to the physician with an abscess at the chest incision site. Physician prescribed multiple courses of antibiotics without improvement. Physician brought the patient into the or, removed the ipg, debrided the abscess, irrigated the chest pocket, placed the ipg in a tyrx pouch, repositioned the ipg, sutured, and closed. Postoperative antibiotics were prescribed.